Manufacturer narrative:
The sample was returned and underwent a device evaluation. We have the infusion line flushed and checked on materials. We have unfortunately not observed any deviation. No deviation has been observed, therefore this complaint has not been acknowledged or confirmed. This incident has occurred during surgery. Foreign particle fallen into the eye can lead to patient harm. Hence it is reportable. The particle went into the eye, however was reported to be retrieved with no further effect to this patient. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. This is a product we no longer distribute. All available information has been provided. This complaint has now been closed.

Event description:
The complainant informed me that a foreign object went into the infusion line and into the patient's eye during surgery. The doctor was able to retrieve the foreign body and pull it out with a trocar. There was no information of any further harm, injury, or intervention to the patient. A sample is available for an evaluation.